Manufacturer narrative:
Initial reporter name and address: (B)(6). The subject device was received and evaluated. Device inspection and evaluation found dirt around forceps elevator. In addition, inspection found clogging of the aw (air/water) tube , no air/water output. Nozzle and channel (ch) tube found clogged. Service noted the clogged substance is not visible and is not coming out. It cannot be confirmed if the clogged is foreign material or not. The a/w nozzle along with a-rubber (insertion tube) needs to be replaced. Evaluation findings confirmed the customer reported issue as clogged observed on nozzle and channel tube resulted in no air/water output. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during reprocessing technician has noticed nozzle gets blocked. Afterwards they flush the channel with help of tubing, however, air/water is coming low from the nozzle. There was no patient harm, no user injury reported due to the event. Device return evaluation found forceps elevator has dirt (insufficient cleaning , handling problem ) observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the tube was clogged, and other broken parts were confirmed. The device was unable to reprocess properly but the cause of the clogged tube or other broken parts was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.